Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2017-85477 for reservoir.

Event description:
The customer reported via a phone call, the customer was experiencing high blood glucose and when he looked at the reservoir it was full of bubbles. Customer's blood glucose was over 400 mg/dl. Customer stated the air bubbles were small in a cluster and a large one. Customer was advised to store insulin at room temperature. Customer declined troubleshooting for high blood glucose and is not returning the insulin pump for analysis.